Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was reported indicating that this product was removed and replaced.

Event description:
It was reported that this patient had incessant ventricular tachycardia (vt) and therapy was exhausted. The health care professional (hcp) was trying to find out what could be done, to get the device to redetect. Technical services (ts) noted that the episode needed to end. The hcp asked if a magnet would work. Ts was not sure. The hcp was going to try a stat shock first and thought that the plan of the physician was to externally cardiovert the rhythm. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.